Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported a follow-up CT showed the lead was pulled up about 1 inch. The patient didn't have any problem. Either pulling the stylet or the lead holder may have caused the lead to pull up while removing the frame after the lead placement during the procedure. The cause isn't known. A revision of the lead would be done the day after report. The issue was not resolved at the time of report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.